Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for performa system 1, medwatch with identifier (B)(6) is for performa system 2. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported different patients had blood glucose results in the 20s mmol/l on performa system 1, 7-10 mmol/l on performa system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.